Event description:
It was reported that the lead exhibited capture threshold of 5.5 v at 1.5 ms. During the repositioning procedure, the helix would not retract or extend. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.